Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 5.4, 5.4, strip lot #: 271133. Date: (B)(6) 2012, inratio: 4.1, strip lot #: 271427. Due to high result, a lab comparison was run an hour later. Lab used blood from pt's neck and dropped blood from the syringe onto the inratio strip. Test results are as follows: inratio = 4.5, lab = 2.77. Pt's therapeutic range is: 2-3.

Manufacturer narrative:
Customer adds drops and sometime pricks finger before green light. This may affect coagulation test and lead to unexpected inr results or errors in testing. Pt is (B)(6). Per product user guide "testing has been limited to subjects (B)(4)." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.4, ref: 2.77, mean: 4.09, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr result of 4.5 was excluded from data analysis because customer used venous blood for testing. Product user guide, "use only fresh capillary blood for testing." "User reported additional inratio result (4.1 inr) obtained on (B)(6) 2012. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. Inratio2 meter gave 5.4 twice the %cv is 0.00 which meets precision criteria. No product associated with the complaints was expected to be returned. Retain strip testing conducted on (B)(4) 2012 with lot # 271133 met accuracy criteria. All replicates are within the allowable bias (+ or - 1.0) of reference results (B)(4). No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. (B)(6). Per pi precautions and warnings - testing has been limited to subjects (B)(6). Pt's condition and medication/customer's improper operational technique/incorrect sample type may also contribute to unexpected result. No product was expected to be returned. With retain strips, in-house therapeutic sample testing met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. No corrective action required at this time as no product deficiency was established.